Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture (loc) occurred on the right ventricular (rv) channel of this device during an atrial ablation procedure. The duration of the loc was not specified. Boston scientific technical services (ts) discussed that this occurred due to the device's defibrillation detection circuit.this device remains in service. No adverse patient effects were reported.